Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-11176. Related manufacturer reference number 1627487-2019-11179. Related manufacturer reference number 3006705815-2019-03776. It was reported that patient experienced skin erosion. Reportedly, one of the swift-lock anchors eroded the through the skin. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein one of the leads and swift-lock anchors were explanted and replaced. The issue was resolved. It is unknown which lead and lead accessory were replaced and both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.